Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a probe failed to cut during a surgery. The probe was replaced with a new probe and the procedure was completed. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A device history record review for the lots was conducted. No anomalies were found during the device history record review. The product was released based on the manufacturers acceptance criteria. A complaint history examination indicates no additional complaints were associated with the probe lots. The probe complaint sample was visually examined using 25x magnification and was deemed conforming. Actuation and cut testing were performed and were deemed to be conforming. Aspiration testing was performed and was deemed to be nonconforming. No water was observed within the aspiration line when tested. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Gouging is present on the cutting edge of the inner cutter. The aspiration path was checked with a wire and found to be occluded. The wire entered the aspiration path but did not completely path through the aspiration line. The complaint evaluation does not confirm the probe had a cut failure, but does confirm the probe stopped working due to no aspiration. The root cause for the aspiration failure appears to be from surgical material becoming occluded in the aspiration line during surgery. The complaint information and sample evaluation both indicate the probe did initially function properly during surgery but then failed from the aspiration line being clogged. The reason on how the aspiration line became occluded during its use cannot be determined from this evaluation (B)(4).